Event description:
It was reported that the patient was in atrial fibrillation (af). The clinician observed spiked pacing of the r-waves. A transmission showed the implantable cardioverter defibrillator (ICD) device was trying to pace the right ventricular and left ventricular as soon as it detected conduction. The device remains in use. It was also observed on electrogram that the right atrial (ra) lead measured small p-waves and had potential undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).